Event description:
The customer called to report high blood glucose levels due to insulin leaking from the reservoir into the reservoir compartment. The reported blood glucose reading was 415 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no prod has been purchased. The device will be returned, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.